Event description:
It was reported that the lead exhibited rising impedances to high levels and a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2006. A ixw2016c74xh, stent graft, (B)(6) 2009. (B)(4).